Manufacturer narrative:
Concomitant medical products: 4068-58 lead, implanted: (B)(6) 1998. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pectoral muscle stimulation. The right atrial (ra) lead exhibited low impedance. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.